Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/68 years old. The date of death is not available at the time of this report; as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: lead performance and clinical outcomes of patients with permanent his-purkinje system pacing: a single-centre experience. Europace (2020) 22, 45¿53. Doi:10.1093/europace/euaa295. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding his bundle pacing. The article reports one patient death due to refractory ventricular fibrillation (vf) which occurred one day post implant. The status/disposition of the lead is unknown. Further follow up did not yet yield any additional information.